Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5 months after two dental implants were installed in intraoral regions #8 and #9, it was verified its non- osseointegration. Fifteen and twenty-five ncm of primary stability, respectively, were achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity and fenestration occurred during surgery.